Event description:
It was reported that a patient who presented for routine follow-up received an error message, but did not remember what the error message said. Device image analyzer tool showed a couple of valid segments, but many more listed. Device information was sent to engineering for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.